Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Confirmed pump alarmed low battery alert on 10/31/2024 13:39:00.000 in the history files. The alert is expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, moisture damage noted to motor assemblies during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing serial number label, cracked keypad overlay, corroded battery tube, corroded motor home switch. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.